Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the impedance had increased and no r-wave was visible. Provocative testing produced noise and the r-wave returned, but lead impedance was normal. The lead was explanted.